Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that the font size on her onetouch ping meter is visually too small. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 (time not specified). The patient claimed that as a result of the product issue, she unable to clearly confirm the amount of insulin she had programmed into the subject meter and therefore, she is not sure if she administered the appropriate dosage. One hour after the alleged issue occurred, the patient claimed she developed symptoms of sweating, shaking, and blurry vision. The patient indicated she has a secondary meter; however, it is not specified what the patient's blood glucose result was prior to the onset or during her symptoms. According to the csr's documentation, the patient denied receiving any medical intervention/treatment following the meter issue. During troubleshooting, the csr noted that the patient was not using the subject meter for the first time and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.